Event description:
A malfunction alarm identified as malf 0 was reported by the customer, but no notable events occurred prior to this issue. The customer's blood glucose level was recorded at 6.5 mmol/l, indicating no adverse impact. The pump was not reset by the customer prior to contacting support. Technical support provided pump reset instructions and successfully assisted the customer in resetting the device, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to reach out if the issue resurfaces.